Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve did not fully expand. Post-implant balloon aortic valvuloplasty (bav) was performed. As the balloon was being removed, the valve dislodged. A snare was used to move the valve into the ascending aorta and a second transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.